Event description:
A non-healthcare professional reported that flap thinner than usual (thin flap) in the patient's left eye during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials pc, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at an instance of the preventive maintenance before and after the treatment day. During on site visit, field service engineer checked system. System was operational and met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The surgeon missed vacuum one twice and vacuum two four times during the docking process/before the treatment. Suction ring was docked twice, and patient interface was docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was that is thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause for this event could not be identified conclusively. An inappropriate insertion of the patient interface, together with thin flap planned, multiple docking attempts, docking technique, nervous patient and long treatment times could lead to the described event. The manufacturer internal reference number is: (B)(4).